Event description:
The customer reported the white clip on the extension set may have either cut the extension tubing, or the tubing was thin and broke. The tubing was not severed by the pt. There was some blood loss through the IV catheter but not enough to warrant a lab draw. Plain ivf fluid was infusing. There was no pt harm or medical intervention. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received. A follow up report will be submitted with investigation results once the evaluation has been completed.